Manufacturer narrative:
Investigation underway.

Event description:
It was reported that while popping out the locking handle for the leg, the cot broke down. There was no reported pt involvement or adverse consequences.